Event description:
End-user reports that approximately 4-6 weeks ago, he noticed a red circumferential rash located at the left lower quadrant under pouch film. It is reported that the end-user does not complain of any itching from this red rash. End-user is non-ambulatory during the day, and wears depends brief for urinary incontinence.

Manufacturer narrative:
Based on the available info this is deemed a serious injury. From a preliminary clinical perspective, a causal relationship between the sur-fit natura 2 pc - drainable pouch w/wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to end-user, the peristomal skin is cleansed with soft soap hand soap. Additional pt details received indicates that approximately 1 month ago, end-user did visit primary care physician who recommended that they applied nystatin powder and tmc (triamcinolone acetonide cream) to the effected area. The are has since improved but has not completely healed. Lastly, the end-user was instructed to call back if the condition did not improve, and for any questions and/or additional did not improve, and for any questions and/or additional instructions. In additional, the use of a sfn plus pouch was recommended. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.